Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4).

Event description:
Customer reported via phone call high blood glucose levels and hospitalization. Customer's blood glucose level was over 600 mg/dl. Troubleshooting for high blood glucose was performed. Customer advised the cannula was bent when they removed it from their body. Customer removed the insulin pump 12 hours before going into the emergency room. Customer was able to resolve their issues by changing out their set. Customer was advised several packs of infusion sets will be sent out.